Manufacturer narrative:
Patient information was not provided by reporter. This report is for an unknown quantity of unknown uss screws. Part and lot numbers were not provided by the reporter. Other¿UDI# is unavailable. Date of implant is unknown. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision surgery was performed on (B)(6) 2015 due to post-operative loosening and back-out of some of the screws associated with the universal spine system (uss) ii. The uss ii construct was initially implanted on an unknown date at levels t5-l3 to treat symptomatic scoliosis. During the surgery, it was discovered that the sleeve (titanium collar) installed at right level l3 was split in half. The surgeon believed that the fracture of the sleeve might have affected the loosening of the lowest screw. The surgeon inferred that the fracture might have been caused by the concentration of stress to the l3 part after the initial surgery. The fractured sleeve and the backed-out screws were removed and replaced with the new sleeve and the screws, and the surgery was successfully completed with re-correcting the implant with the rod; however, there was 30 minutes surgical delay due to the need for revision of the split sleeve. This report is for an unknown quantity of unknown uss screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.